Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink set disconnected from the port during infusion and caused a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed that the tubing was separated from the y-clear link and lack of solvent on the joint of the tubing and y-site. The reported condition was verified. The potential cause was determined to be lack of solvent on the application method of solvent on the tubing for manual assembly. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
. Should additional relevant information become available, a supplemental report will be submitted.